Event description:
Provider states the end user alleges the chair is jerking and throwing the end user out of the chair. Provider states there were no injuries and the provider also stated on two occasions he has had the chair, the chair will not duplicate the issue the enduser is describing.